Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for four photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a staple line on the tissue, however proper or improper the cut line or malformed staples could not be determined as the quality of picture is not clear. Based on the pictures provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during right lower lobe lobectomy the surgeon was using pcee45a and he was on his 11th firing with the stapler and green reload. He was firing the stapler on the bronchus. The stapler did not cut the tissue cleanly and the third row of staples did not form properly. The surgeon had to oversew it with a suture and also applied one ligaclip. This increased the or time by 20-30 minutes no patient consequences reported. No further information is available.